Event description:
It was reported that the wake button was sticking. Additionally, it was reported that a cartridge did not fit onto the pump. It was also reported that the pump usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.